Event description:
It did not have a string- tampon [device physical property issue]. Case narrative: consumer reported via social media that the tampon did not have a string. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.